Manufacturer narrative:
Initial MDR submission with device evaluation it was reported the syringe came apart while aspirating. To aid in the investigation, one empty syringe with no packaging flow wrap or tip cap was received for evaluation by our quality team. A visual inspection was performed. The rubber stopper has been removed from the plunger rod and the plunger rod has been removed from the syringe barrel. No defects or imperfections were observed. It could be possible the product is not being used as intended. The unit is designed to push the plunger rod down to expel the solution. It is not designed to pull the plunger rod back. A device history record review was completed for provided material number 306592, lot 3355624. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials#: 306592 batch#: 3355624 . It was reported by the customer that syringe came apart while aspirating and flushing tcc lines. This is a common experience in our dialysis unit resulting in blood leaking past the point of the plunger. Verbatim: syringe came apart while aspirating and flushing tcc lines. This is a common experience in our dialysis unit resulting in blood leaking past the point of the plunger occurrences: 1 ea.